Event description:
New information indicates the also exhibited loss of capture. The full lead was not explanted, a portion of the lead was capped. The patient was doing well and would be monitored.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No patient symptoms or additional information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.